Event description:
On (B)(6) 2012, the patient claimed received medical intervention for an alleged hypoglycemic episode. Reportedly, the patient went to bed with a blood glucose reading of 75 mg/dl, which was normal for him as his normal blood glucose ranges from 80-130 mg/dl. The patient did not wake up the next day. The neighbors heard the patient fall out of bed at 4:30 pm and called ems. The paramedics arrived and tested the patient's blood glucose at "30-40 mg/dl" and promptly treated the patient with IV dextrose. His low blood glucose amended to 83 mg/dl and eventually to 299 mg/dl. The patient was not taken to the hospital for further treatment. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient received medical intervention for hypoglycemia while he was on insulin pump therapy.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.